Event description:
The lens was implanted but the patient's capsule broke. The incision was enlarged to remove the lens and replace it with an anterior chamber lens.

Manufacturer narrative:
See MDR 1920664-2009-00302 for the delivery device used with this intraocular lens. Results of capsule tear can not be determined.